Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, the reported entrapment of device (clip caught on chordae) appears to have been a result of a combination of user technique/procedural conditions and challenging patient anatomy. The reported foreign body in patient was a cascading event of the reported entrapment of device (clip caught on chordae). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other cds device referenced will be filed under separate medwatch report number.

Event description:
This is filed to report the clip entanglement (01201u154). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted without issues, reducing mr to 2. To further reduce mr, a second clip (01201u154) was advanced. Imaging was challenging due to shadowing. During grasping the clip got entangled in chordae. Troubleshooting was performed, but the clip could not be freed and was implanted in chordae. Another clip (00512u140), was advanced and was implanted. The clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr was reduced to 2. No additional clips were implanted. There were no adverse patient effects. No additional information was provided.